Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a (B)(6) female patient of unspecified origin. The patient was taking insulin lispro (humalog) via a humapen memoir, 60 units three times a day, for the treatment of type ii diabetes beginning on an unreported dated. On (B)(6) 2012 it was reported that the patient's humapen memoir digits were not complete. The display was described as only two lines at the top and then they kind of go down on the sides. The humapen memoir was associated with product complaint (B)(4) / lot 0906c02. The patient was the user of the device. The user's training status was not provided. The device had been in use for over four years beginning on (B)(6) 2008. The patient continued to use the pen with the messed up display. The device was returned on (B)(6) 2012. Update (B)(6) 2012: additional information received on (B)(6) 2012 from the global product complaint database added the device specific safety summary and that the device was not returned; updated the medwatch and EU/ca fields; and updated the narrative. Update (B)(6) 2012: additional information was received from the global product complaint database on (B)(6) 2012: added lot number 0906c02 associated with product complaint (B)(4). Update (B)(6) 2012: additional information received on (B)(6) 2012 from the global product complaint database added the device specific safety summary, manufactured and returned dated of the device; updated the medwatch and EU/ca fields; and updated the narrative.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer who contacted the company to report a product complaint, regards (B)(6) female patient of unspecified origin. The patient was taking insulin lispro (humalog) via a humapen memoir, 60 units three times a day, for the treatment of type ii diabetes beginning on an unreported dated. On (B)(6) 2012, it was reported that the patient's humapen memoir digits were not complete. The display was described as only two lines at the top and then they kind of go down on the sides. The humapen memoir was associated with product complaint (B)(4)/ lot unknown. The patient was the user of the device. The user's training status was not provided. The device had been in use for over four years beginning on (B)(6) 2008. The patient continued to use the pen with the messed up display. The device was not returned. Update (B)(4) 2012: additional information received on (B)(4) 2012 from the global product complaint database added the device specific safety summary and that the device was not returned; updated the medwatch and EU/ca fields; and updated the narrative.

Manufacturer narrative:
Narrative field - new, updated and corrected information is referenced within the update statements. Please refer to update statement dated (B)(6) 2012. This report includes final evaluation findings. No additional information is expected. Evaluation summary a patient reported that the battery had gone out on her humapen memoir device and, unrelated to this, she also described missing segments in the display. She continued to use the device while the display was non-functional. Investigation of the returned device (batch 0906c02, manufactured june 2009) determined the device had 45 low battery warning errors as a result of a weak or defective battery. The investigation also found missing segments in the dose numbers when the temperature was elevated to approximately 40 deg c and determined the root cause to be a deficient bond between the lcd cable and the lcd glass. A house sample review did not identify any other devices with missing segments. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs that if any part of the pen display is missing do not use pen. It further instructs that if the display is not working correctly to contact lilly or your healthcare professional. A corrective action was implemented in q3 2010 beginning with batch 1007c01 in which an additional on-line control station was added to further improve detection of missing segments. In addition, a corrective action was implemented in q1 2012 beginning with batch 1109c01 to enhance controls of the cable bonding process to the lcd unit and to replace the existing memoir lcd cable to improve the lcd cable robustness. Beginning with batch 1006c01 (manufactured june 2010), the manufacturer has changed battery suppliers and implemented a new, more robust battery in the device. Improper use and storage - there is evidence of improper use. The user used the device with the display not working correctly.

Manufacturer narrative:
This report includes final evaluation findings. No additional information is expected. Evaluation summary: a patient reported that the battery had gone out on her humapen memoir device and unrelated to this, she also described missing segments in the display. She continued to use the device while the display was non-functional. The device (batch unknown) was not returned for investigation, therefore, no root cause or corrective action could not be determined. Based on the information available in the complaint narrative, missing segments in the dose numbers cannot be ruled out. If the missing segments occurred in the dose numbers, this reportable malfunction may result in an inaccurate dose of insulin. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs that if any part of the pen display is missing, do not use pen. It further instructs that if the display is not working correctly to contact lilly or your healthcare professional. Improper use and storage - there is evidence of improper use. The user used the device with the display not working correctly.